Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of granulomas, infection, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, inflammation and edema: 6. Adverse events a. (B)(6) study of juvéderm volbella® xc treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the intrapalpebral area (dark circles) and lip contour as well as unspecified juvéderm® voluma¿ in the malar area (ck1, ck2, ck3) and zygoma area. Prior to injection the patient was given antiseptic. Fifteen days after the injection, the patient developed granulomas in the lips. On the following month, the patient developed "facial edema" that was "persistent and recurrent" in the dark circles and malar area. A month later, the patient was treated with prelone and then claricid a week later. The patient was given treatment as the symptoms were "biofilm." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00929 (allergan complaint # 1484629). This is the first MDR submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.